Event description:
A patient who was enrolled in a clinical study underwent a da vinci-assisted nipple sparing mastectomy procedure with immediate non-robotic reconstruction. The procedure was completed without complications and the patient was discharged the same day. There was no device malfunctions reported during the procedure. Three weeks later, the patient showed signs of cellulitis and antibiotics were given. The patient presented to the emergency room (ER) five days later with worsening of symptoms, was given IV antibiotics, and was discharged the same with oral antibiotics (zyvox). The next day, the cellulitis progressed to an abscess and the patient was hospitalized for implant removal and washout abscess.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that da vinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported event.